Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If the device is returned a supplemental will be submitted.

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reported there was air vent leakage. There is unknown patient involvement and unknown patient harm. No additional information available.